Event description:
It was believed that the pt's lead electrodes may be off the nerve. The pt reportedly has a "bulge" in neck in the area of the neck incision and is in great pain. The pt reportedly went to the hospital emergency room due to the pain and was administered 4 shots of percodan. X-rays of the neck area were inconclusive in determining whether or not the lead electrodes had come off the nerve. Device diagnostic testing was within normal limits. It was reported that the pt had fallen with seizures recently. Investigation to date has been unable to determine whether revision surgery will be performed.

Event description:
The explanted generator was returned to manufacturer for analysis. No visual anomalies werenoted and the device met electrical test specifications. The report of erratic device stimulation could not be duplicated. The entire explanted lead was also returned to manufacturer for analysis. No visual anomalies were noted and continuity check did not reveal any discontinuities in the lead assembly. The coniditon of the lead was consistent with conditions that exist following an explant procedure.

Event description:
Further follow-up revealed that the pt was seen for follow-up with surgeon at which time it was noted that the pt still had some mild redness and tenderness at the neck incision site, but no longer has any swelling. The pt reported to surgeon that they had discontinued their antibiotics two weeks prior, which surgeon thought was the reason why the pt had redness and tenderness again. Surgeon indicated that there was no signs of infection and another six week course of antibiotics was prescribed. Surgeon indicated that the pt has recently been admitted into a psychiatric ward for unk reasons.